Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's vns site was possibly infected. The surgeon planned to bring the patient in to clean out the site and re-close it, but he did plan to remove the device(s) if the site was infected. The patient recently had generator replacement surgery about a month prior to the infection. The patient's generator and most of the lead were explanted due to infection. The physician believed that the cause of the infection was that the patient picked at the incision and caused the wound to open up. The device history records of the generator and lead were reviewed, and both devices were sterilized prior to release.